Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as an indent. There was no alleged device malfunction contributing to the irritation. It's unclear if the wound nurse who spoke with support services, applied any creams or ointments to the skin irritation. Reporting out of the abundance of caution. Outcome of the irritation is unknown.